Event description:
It was further reported that the in-stent restenosis occurred in the left circumflex artery (lcx), but not the right coronary artery (rca) as initially reported. The site updated the device relationship as "unrelated."

Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, clinical status assessment identified the patient's qualifying condition as unstable angina (braunwald ib) and the patient was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (prox rca) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilation and placement of a 2.50 x 12 mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the site reported an event of in-stent restenosis and the patient underwent stent placement in the target vessel. The event was resolved without residual effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).